Event description:
While pipetting an htlv plate on summit the tech noticed no sample/no reagent was delivered to well a11 and low sample/low reagent was delivered to wells a8, a9, and a10. No error was generated by the summit. No death or serious injury was associated with this incident.